Event description:
It was reported on (B)(6) 2016 that a patient has infection since being implanted about one month prior. The patient was put on antibiotics to see if the infection clears and then assessments will be made from there. No additional relevant information has been obtained to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the infection was at the generator site. Per notes from the implanting surgeon's office, bactrim was given and a seroma decompressed. Design history records for the lead and generator were reviewed and both devices were confirmed to be hp sterilized prior to distribution into the field.

Event description:
It was identified that the information reported in MFR. Report # 1644487-2016-01715 was the same event as the information reported in this MFR. Report. All further reporting, as necessary, will be housed in MFR. Report # 1644487-2016-01715.